Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) that this patient passed away and a family member alleged that the device was not working. Two days after a device check, the patient had to go to the hospital. The patient's spouse described that the patient had had hot surges, and that his defibrillator was not kicking in. The patient reportedly had twenty two episodes of tachycardia for which the defibrillator did not provide therapy. It was described by the caller that the doctor at the hospital had said he had had to do major re-programming of the device. The patient started to go into organ failure. The caller also stated that either the personnel didn't know what they were talking about at the hospital or the device had not been working. The local area sales representative was contacted for more information.

Manufacturer narrative:
Information suggest that this medical device was buried with the patient. The physician had been contacted by the local area sales representative, but the physician had no further information at the time. As new information would become available, this report will be further evaluated and updated.